Manufacturer narrative:
It was reported that prior to explanting the device the patient experienced infection and subsequently was treated with oral antibiotics (date and duration not reported).

Manufacturer narrative:
This report is filed on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, and the patient was re-implanted with a new device during the same surgery.